Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for intractable spasticity. The company rep reported that for the past 3 refills, starting about a year ago, the healthcare provider (hcp) had not been able to fill the pump to capacity after removing all medication in the pump. The company rep stated only 32ccs of 40ccs were able to be put in the reservoir and physician applied negative pressure to get any air out of the pump 4 times. Technical services asked if the patient had hyperbaric therapy or scuba dived which could cause physical deformation to the pump and patient stated no. The company rep stated they were currently looking at an image of the pump and there did not appear to be any physical deformities.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to fill the pump to capacity was determined to be air in the pump. Actions/interventions taken included the hcp removing the air out of the pump allowing her to fill it completely. The name of the initial reporter was also provided.